Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: pre/approaching eri was noted. The device recorded a battery voltage of 2.65v approximately 27 months after implant. The device is not yet at eri and an approximate calculation of longevity shows the device should last 4.15 years to eri.

Event description:
It was reported that the battery longevity is less than expected for programmed values compared with published specification. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery longevity is less than expected for programmed values compared with published specification. It was subsequently reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.